Manufacturer narrative:
During failure analysis, the customer's complaint was confirmed; the device overheated during testing. Upon disassembly of the device, there was corrosion damage to the motor, rotor, bearings and press plug. The corroded motor was identified as the probable cause of the failure. The device was repaired and returned to the customer.

Event description:
The micro reciprocating saw was sent in for eval because it gave an over temp during testing. The event occurred during a routine maintenance visit. No adverse consequence was associated with the device.